Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a separated header. Evidence indicates that the loose header was caused by external stress during the explant procedure. Manufacturing enhancements have been implemented to make the header bond more robust. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the elective procedure to replace this device, the header came off. It was noted that the physician used alot of force to remove the device due to scar tissue. No adverse patient effects were reported.